Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement on (B)(6) 2014. Patient was revised on (B)(6) 2014 due to an infection. This pi is for revision 1 on (B)(6) 2014.